Event description:
It was reported that the patient with this right ventricular (rv) lead experienced diaphragm stimulation. In addition, this rv lead exhibited noise, overpacing or pacing all the time due to undersensing with loss of capture at the maximum rate. In addition, decreased in rv pace impedance, intrinsic amplitude and increased in threshold were also noted due to microdislodgement. Subsequently, this rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.